Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 17-aug-2021. Per customer, the defective product was discarded; however, a picture was provided for the analysis. Upon reviewing the picture, the reported condition was confirmed. A corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that enteral nutrition leak was observed due to rupture in the y-connector. There was no patient harm reported.